Event description:
It was reported that during a full supply change the ilet user uncoiled the long tubing and inadvertently pulled the teflon infusion set off at the site, after which a new infusion site was obtained and insulin delivery was resumed without alerts or alarms and without blood glucose impact. There was no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention, no hospitalization, and no interruption of therapy after the replacement set was placed. Investigation included guided troubleshooting and user education completed by the agent. Investigation of this case revealed that the infusion set was deployed or connected incorrectly, consistent with user handling error involving the infusion set and connector components. It was concluded, based on previously established findings for similar reports, that the cause was use error.